Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer occupation is unavailable at this time. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The flow valve was replaced which resolved the issue.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed, notifying the user that only manual mode of ventilation was available. There was no report of patient involvement.